Event description:
The dealer states that after a few minutes of running the device is alarming with a short to frame error code. The dealer also states that when the device is driving the left motor rattles so badly it pops itself into neutral. (B)(4) in tech recommended replacing the entire chair, but said that motor or controller is the most likely culprit. No further information is available.